Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corner, broken battery tube threads, missing reservoir tube o-ring, cracked reservoir tube window, cracked case at reservoir tube window corners and stained address/serial number label.

Event description:
The customer reported via phone call that rubber ring in reservoir compartment fell out from insulin pump. The customer¿s blood glucose level was 291 and was updated to 224 mg/dl. Customer stated that reservoir is able to lock in place when inserted into pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.